Manufacturer narrative:
Additional information: b5. Investigation evaluation: it was reported, a basket wire from an ncircle tipless stone extractor broke during an unspecified procedure in the kidney. A new basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A section of the device did not remain inside the patient¿s body. No stones were able to be removed with the stone extractor before the issue occurred. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in an open package with label. The returned device had a basket wire pulled out of the cannula. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints with a related failure mode associated with the complaint device lot. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'the device is conductive. Avoid contact with any electrified instruments.' 'Do not use excessive force to manipulate this device. Damage to the device may occur.' Based on the information provided, inspection of the returned device (1), and the results of the investigation, the cause for the issue could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred."

Event description:
Additional information received 14feb2026: no stones were able to be removed with the stone extractor before the issue occurred.

Manufacturer narrative:
E1 phone number: (B)(6), address: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, a basket wire from an ncircle tipless stone extractor broke during an unspecified procedure in the kidney. A new basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A section of the device did not remain inside the patient¿s body.